Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the log files. The provided log file from the returned system controller (serial number (B)(6)), as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 1 day (02oct2022 ¿ 03oct2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline communication fault alarm was observed on 03oct2022 at 6:50, correlating to a ¿com_a_fault¿ sub-fault. The alarm remained active until the driveline was disconnected on 03oct2022 at 10:16 to conduct the reported controller exchange, and no other notable events were observed. The returned system controller was functionally tested and was found to perform as intended. The controller was also tested alongside the returned modular cable (lot number 7437046, evaluated separately), and atypical events were unable to be reproduced throughout all testing, even when the mod cable was manipulated by hand. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault alarm on (B)(6) 2022. Log files confirmed a driveline communication fault on (B)(6) 2022 at 06:50. The modular cable and system controller were exchanged and the alarms resolved. Modular cable MFR #: 2916596-2022-14448.